Manufacturer narrative:
The review of the manufacturing paperwork verified that this lot met all pre-release specifications. According to the conformable gore® tag® thoracic endoprosthesis instructions for use (IFU), complications associated with the use of the conformable gore® tag® thoracic endoprosthesis may include but are not limited to improper placement of endoprosthesis, branch vessel occlusion, and endoleak.

Event description:
On (B)(6) 2018, the patient underwent treatment of a chronic stanford type b dissection with conformable gore tag® thoracic endoprosthesis, tgu373715j/17506123. The clinical specialist was not present at the procedure. Reportedly, imaging identified a proximal type I endoleak remained. On unknown date in 2018, a follow-up examination identified the proximal type I endoleak persisted. On (B)(6) 2018, the patient underwent re-intervention to treat the proximal type I endoleak. After a pre-ballooning was performed, an additional ctag (tgu3715) was implanted within the previously implanted endoprosthesis. The proximal type I endoleak reportedly was resolved. An intra-operative angiography showed the blood flow into the left subclavian artery was weak. It was suspected the sleeve of the previously implanted ctag partially covered the ostium of the left subclavian artery. A bare metal stent (10 mm x 40 mm smart stent) was implanted in the left subclavian artery to restore the blood flow. The patient tolerated the procedure.